Event description:
It was reported that after a right total shoulder replacement procedure, a patient underwent a revision surgery to address an unspecified reason. Patient was not revised to exactech devices. There was no reported breakage of device or surgical delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.